Manufacturer narrative:
Rupture date of occurrence (B)(6) 2021. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported " plaintiff was implanted with biocell devices, which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, design defect, negligence, and consumer fraud. Patient has not been diagnosed with bia-alcl." Healthcare provider called to report a bilateral rupture and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. This record is for the right side. The device remains implanted.